Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2017-04319, reference MFR. Report: 3006705815-2017-00999. Follow-up identified per the patient's physician, the device did not contribute to the patient's death. In addition, the cause of death could not be determined as an autopsy was not performed (per the request of the family).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2017-04319. Reference MFR. Report: 3006705815-2017-00999. It was reported the patient underwent an scs implant procedure on (B)(6)2017. The patient subsequently passed away a day after the implant. No additional information is available at this time.